Event description:
Device report from synthes (B)(6) reports an event in austria as follows: the thread was jammed up. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation has shown that the thread is totally jammed. Also the holding pins are slightly bent. The review of the manufacturing documents has shown that the instrument was manufactured according to the specifications. In addition, it is ensured that these instruments are subject to a whole functional check before delivery. It is indicative that both parts have been insufficiently or not at all oiled after cleaning.